Manufacturer narrative:
Correction to outcomes to adverse event: no intervention was required. Correction to type of reportable event: no longer reportable for serious injury. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep met with the patient (B)(6) 2019 and everything was fine with the ipg. They discussed the patient could try using the other 2 programs which hadn't been used. The ipg was turned up very high. The patient had uti's before the device was implanted and after. No further complications were reported or are anticipated.

Manufacturer narrative:
Patient code c50526 was added, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient wet herself 5 times. Caller also mentioned she is in the nursing home with a broken hip and has 'utis all the time'. Caller reports she does not think there¿s anything wrong with the device stating 'I think it¿s my body'. Syncing the programmer with the device showed the implant was on and stim was set to 5.2 v. The patient increased the setting to 5.6 v and did not feel a thing. The patient reported a loss of therapy and didn¿t know whether their symptoms had returned. The patient had no urinary control. Patient had loss of urinary control for years as their bladder had dropped, and patient services interpreted this to mean prior to implant. On (B)(6) 2019 patient reported they were in a nursing home with a broken hip and uti. It was verified that stim was on 5.6 v but she did not feel a thing. An email was sent to the manufacturer¿s representative who planned to get in touch with the patient. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the hcp reported the patient's utis were related to the patient's underlying urinary dysfunction, and not due to the device and/or therapy. Patient was given antibiotics for utis on (B)(6) 2011, (B)(6) 2013, (B)(6) 2015, (B)(6) 2016, (B)(6) 2016. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep met with the patient (B)(6) 2019 and everything was fine with the ipg. They discussed the patient could try using the other 2 programs which hadn't been used. The ipg was turned up very high. The patient had uti's before the device was implanted and after. No further complications were reported or are anticipated.